Manufacturer narrative:
The device has been received for evaluation; however, the device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. The customer had not tested blood glucose level at the time of the reported event. There was no reported impact to the customer's blood glucose level. It was confirmed that the customer had manual injections available for alternate insulin therapy.